Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the screwdriver shaft head was broken during final tightening. The broken piece of the instrument fell in the patient and was retrieved using general surgical instruments. The surgeon completed the surgery using another screwdriver. The surgery was delayed fifteen (15) minutes. The screwdriver will not be returned because it was discarded at the hospital.

Manufacturer narrative:
The manufacturing records were reviewed; there were no indications of manufacturing issues which would have contributed to this event. The labeling was reviewed and found to contain instructions on device usage. Since the device was not returned, no further conclusions can be drawn.